Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and did not confirm the reported issue. The fse checked the logs and found that the system was shut down for 5 minutes. The fse checked the flexvision pc connection, and it was working fine. The fse restarted the system several times and checked logs, but the issue was not detected, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.